Manufacturer narrative:
(B)(4). (B)(4) was not authorized to evaluate/service the device.

Event description:
It was reported that during maintenance a single board computer printed circuit board was installed in a ventilator. After a while it generated a system error, there was no patient involvement.

Manufacturer narrative:
A single computer board (sbc) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the failure analysis technician reported that the reported condition of the changing of the hours could not be confirmed. The system error reported issue was verified and was resolved by performing calibrations. If information is provided in the future, a supplemental report will be issued.